Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there is one previous complaint of the same code-batch but regarding other issue. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. The sample received has the first pack sealed to second pack in the 4th sealing, as can be seen in enclosed picture. This defect took place in the welding machine and this unit was not sorted out by the personnel involved in this process. Final conclusion: taking into account that the sample received does not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
County of complaint: (B)(6). It is reported the monomax packaging is welded to the secondary packaging. When trying to remove the monomax packaging from the secondary packaging, it will risk sterilization..